Event description:
It was reported that device diagnostics resulted in high impedance (>=10,000 ohms). It was reported that the patient underwent generator replacement the day prior. Device diagnostics were performed with the patient's head in different positions which showed values between 3,000 ohms and >=10,000 indicating a generator/lead connection issue or positional lead break. X-rays were performed and sent to manufacturer for review. Review of x-rays identified that the lead pin may not bee fully inserted into the generator header; however, due to the x-ray views this could not be fully assessed. No obvious lead discontinuity was observed in the portion of the lead that could be visualized in the images. Attempts to obtain additional relevant information have been unsuccessful to date. No known surgical intervention have been performed to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Device manufacturing records were reviewed. X-rays reviewed by the manufacturer, lead pin appears to not be fully inserted past the connector block. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient presented increased seizures above pre-vns baseline.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death. Adverse event or product problem; corrected data: the previously submitted MDR inadvertently provided the incorrect event. Outcomes attributed to adverse event ; corrected data: the previously submitted MDR inadvertently provided an incorrect outcome. Describe event or problem; corrected data: the previously submitted MDR inadvertently provided the wrong event description, as increased seizures were not mentioned. Conclusion; corrected data: the previously submitted MDR inadvertently provided the wrong conclusion.